Event description:
During insertion, coil tore fallopian tube and embedded in uterus. Follow up surgery to assess and repair damage was required. Ongoing severe abdominal pain, constant bleeding, and post tubal ligation syndrome have followed. Scheduled for hysterectomy and tube removed (B)(6) 2014.